Manufacturer narrative:
Received a pair of photos from the customer showing the packaging of the affected sample. No conclusions could be made from the photos provided. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Section e initial reporter (full) phone: (B)(6).

Event description:
The customer-reported event occurred on an unspecified date and involved a microclave® neutral connector. The clave adaptor of the device reportedly disconnected from the end of the port two days in a row. The clave adaptor was successfully connected to the end of the port both times and was running without issue initially. The second time, the nurse went to access the port and the clave popped out, no leaking observed at this time. This occurred while attached to the patient. During this second occurrence, the clave adapter popped off when the nurse was attaching the syringe. The involved patient was not harmed although it was unclear how much medication was received as the fluid was leaking out. The hospital for sick kids was consulted, and an alternate antibiotic was given. This emdr reflects the second of two occurences.